Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 30th april 2025, it was reported by an arthrex employee via email that for an ar-1594d-24,2.4 mm cannulated drill and suturelasso¿ sd wire loop, the sd wire broke when shuttling sutures. This was detected during use in a meniscal root repair procedure on (B)(6) 2025. The procedure was completed successfully as a 2nd ar-1594d-24 was opened.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure is user error. This includes improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion, which resulted in the device breaking. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.